Event description:
It was reported that this pacemaker labeled a ventricular tachycardia (vt) that was suspected to be atrial driven due to a blanked atrial beat. Technical services (ts) was consulted and recommended reprogramming options. This pacemaker remains in service. No adverse patient effects were reported.